Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.1mm vicmo12.1 implantable collamer lens, -09.50 diopter, in the patient's left eye on(B)(6) 2016. The lens was explanted on (B)(6) 2016 due to elevated intraocular pressure (without pupil block and angle closure).

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry in a lens case/vial. A visual inspection was performed, observing that the optic was torn/split, the haptic was torn/broken/bent/deformed and foreign material was observed to be on the lens surface (blood). Upon dimensional inspection, the lens was found to be within specifications. (B)(4).